Event description:
It was reported that during a lobectomy procedure, the device was difficult to activate. The staples were malformed at one end. The tissue retaining pin did not appear to be properly aligned. He opened another device to finish staple the vein with no problems. Surgery was prolonged two minutes. There were no adverse consequences for the patient. (B)(4)

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.